Manufacturer narrative:
The chest x-ray indicated that the ventricular lead had moved slightly. The physician elected to reposition the lead. No adverse patient effects were noted. This event will be reopened should further information become available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Guidant received information that both atrial and ventricular electrograms for this implantable pacemaker (ipm) illustrated a fast rate. A guidant technical services consultant explained that the device is not pacing because of the patient's fast rate. The consultant suggested obtaining a chest x-ray (cxr). Additional information became available that this chronic right ventricular (rv) lead was initially repositioned and remained in service for many years. Later the lead was explanted and successfully replaced with a competitor lead. To date, no additional adverse patient effects have been reported.